Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital in heart failure. It was found that the patient's left ventricular (lv) lead exhibited high thresholds. The lv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.